Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had leakage and was given an artificial urinary sphincter (aus). After some unknown years, the device started to malfunction and needed to be replaced. Physician attempted all pump mechanical troubleshooting steps to no avail. Mechanical issues with the pump. The pump was stuck in the deactivated position and the dimple could not be resolved. Age of device is the suspected cause of device issue.